Manufacturer narrative:
The onyx was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Bosiers, m., schwindt, a., torsello, g. (2012). Midterm results of the transarterial use of onyx in the treatment of persisting type ii endoleaks after endovascular aneurysm repair. Journal of vascular surgery, 56 (3), 885. Doi: 10.1016/j.jvs.2012.06.022.medtronic received a report through literature review of "midterm results of the transarterial use of onyx in the treatment of persisting type ii endoleaks after endovascular aneurysm repair." The article states that 10 patients with 13 persistent type ii endoleaks leading to aneurysm sac growth of >5mm in diameter were retreated with onyx liquid embolic material. Transarterial embolization was performed in each case. The article states that one complication occurred: - one patient had "extravasation" of the onyx out of the aneurysm sac into the inferior cava vein, which required a transvenous goose snare maneuver to retrieve the dislodged copolymer.